Event description:
Complainant reported an under delivery and the pump did not alarm "no flow". It was reported that the pt received an underdelivery due to air in the line and had air in her stomach. It was reported that the pt became bloated with air.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.